Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected. Reportedly, there was blood present in the infusion set cannula. Customer was unable to provide infusion set manufacturer.